Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer changed out pump supplies to resolve the issue and resume insulin delivery. Customer's blood glucose (bg) was 600 mg/dl with large ketones. The customer administered manual injections to treat elevated bg.